Event description:
Customer reportedly received results of 50 mg/dl, 179 mg/dl, and 70 mg/dl within ten minutes on the same device. No symptoms of high or low blood glucose. Controls were run and in range. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.